Event description:
(B)(4). I was sitting down and I went to lay down in my bed and when I stretched I had a very sharp pain in the lower right side of my abdomen near my ovary. Since this first time, I have had this ongoing problem.